Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.

Event description:
(B)(4).it was reported that post a coronary artery treatment procedure, the patient died. The target lesion was in located in the left anterior descending artery. The reference vessel diameter was 3mm and the lesion length was 12mm. Pre-procedure was 100% stenosis and post-procedure was15% stenosis. A 3x16mm liberte stent was implanted. A non bsc balloon catheter was also used. No attempt made for direct stenting. Procedure was a technical success. Five days post index procedure, the patient experienced a "non cardiac" death. The patient did not have angina complaints or silent ischemia. Medications were asa 100mg/daily and clopidogrel 75 mg/daily.